Event description:
An endurant abdominal stent graft system was emergently implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. The aorta had no-neck. There was severe calcification at the renal arteries and in the distal aorta. Additionally, there was an abrupt turn from the renal arteries into the aneurysm sac. The patient was not suitable for open repair. The renal arteries were completely covered and not perfused since the patient was already on dialysis. In addition, the bifurcated stent graft also covered the sma and celiac, which were perfused with two atrium stents using a snorkel technique. At the end of the case, an unknown endoleak was discovered. It was uncertain if the leak was a type I endoleak or a type iii fabric leak. The physician decided to monitor the patient to see if the leak self-resolved. It was reported that ten days later the endoleak was still continuing, so a secondary intervention was performed. The physician placed coils and glue in the region of the renal arteries. A talent captivia stent graft was implanted within the bifurcated device with the proximal edge in the descending thoracic aorta, approximately 6 cm above the origin of the celiac artery. The snorkel for the celiac artery was extended using a peripheral stent while the snorkel for the sma was covered/crushed. The physician decided to cover/crush the atrium stent perfusing the sma since the sma appeared to have collateral perfusion. Additionally, two endurant stent grafts were placed in the ipsilateral and contralateral limbs in the region of the gate, since the physician suspected a potential type iii endoleak. After this intervention, the endoleak still persisted. The endoleak type is unknown but appears to be coming from the region of the talent captivia. No further intervention is currently planned. No additional clinical sequelae were reported and the patient is stable. A review of returned films pre-implant show a very calcified 7cm aaa which also contained thrombus. Implant angio showed that snorkel stents were placed within the celiac and sma. Final angio images (prior to implanting the contra limb) were not provided; therefore could not assess any possible endoleak. Films from the secondary showed that coils and glue were placed near renal arteries. Films from the secondary intervention show a talent captivia was placed within the bifurcate into the descending thoracic. No obvious endoleak could be seen from either of the studies.

Manufacturer narrative:
(B)(4). Evaluation, method: (film evaluation). Evaluation, results: inherent risk of procedure (endoleak); unapproved use of device (ruptured aneurysm, no aortic neck). Evaluation, conclusions: operational context contributed to event (ruptured aneurysm, no aortic neck).